Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 50 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with glucose tablets. Customer stated that the sensor had received sensor updating alert and change sensor alert. Troubleshooting was declined for low blood glucose level. The device will not be returned for analysis.